Manufacturer narrative:
Device is a combination product. A 20 x 3.00mm promus elite stent delivery system was returned for analysis. A visual examination of the stent found that the fourth proximal stent strut row with stent struts lifted. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual examination of the outer and mid-shaft section and the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed on a calcified lesion in the right coronary artery. A 20 x 3.00mm promus elite stent would not cross the lesion and the stent struts became bent. Two other non-bcs stents were attempted but also could not cross the lesion. The procedure was successfully completed via an alternative method without issue or patient injury.